Event description:
It was reported that the customer experienced a cartridge alarm issue with her insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, providing customer with a new one that includes updated software. Customer will use multiple daily injections as a backup to continue insulin delivery.